Event description:
It was reported that cco/cedv values were unable to be measured during use with a pumping machine offline during bypass surgery. It was further reported that the cardiac index was 2.5 at the beginning of the surgery only for a second, but then it became high, approximately 9.5 and stayed high until the surgery was completed.